Event description:
It was reported there was physical damage to case around atrial connector pin receptacle. It was also reported the case is cracked by the output connectors and the back of the unit. It was indicated the battery drawer needs to be replaced. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer, lower case, upper case, two side bail covers, and ring cover are broken. Analysis also found the battery release is contaminated, three case screws are missing, battery contacts compressed, two side bails are missing, and the ring is bent. (B)(4).